Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath. Reportedly, after deployment, the device could not be removed from the patient as it was noted that the footplate would not fully close; the lever was manipulated and the device was removed from the patient without causing harm or further difficulty. The suture was intentionally removed from the patient and the sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.